Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that device does not turn on. There is no report of patient involvement.